Event description:
The user facility reported to terumo cardiovascular sys corp that during cardiopulmonary bypass, they experienced insufficient co2 removal values while using the rx15 oxygenator. No known impact or consequences to pt. Product was not changed out. Procedure was completed successfully w/out delay.

Manufacturer narrative:
Terumo has not rec'd the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available.